Event description:
During a ptca treatment procedure, the pt2 moderate support 185cm guidewire fractured. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous left anterior descending (lad) coronary artery. The physician successfullyu removed the fractured portio of wire with a snare. The procedure was successfully completed using a new guidewire. No patient injuries or complications were reported. Patient status is reported as "good".